Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient was charging too often. Based on the recharging data, the patient charged approximately once a week. The patient did not provide specific figures for the recharging frequency. It was also reported that when charging the patient would get a burning at the battery site that started after an hour. It would go away within a couple of minutes. The patient claimed that they did not have anything over the stimulator other than a layer of clothing. It was also reported that the battery depleted rapidly. The recharging data showed that it was depleting at 0% and the antenna was not getting hot. It was reported that it took a long time to charge. The charging data showed that the patient was not charging for a particularly long time so this claim was not able to be reviewed. The manufacturer representative stated that the patient had good stimulation when using the device. An electrode impedance test was run and gave the following results: reference #0 with #1 gave 758 ohms, with #2 gave 751 ohms, and with #3 gave 710 ohms; reference #1 with #2 gave 772 ohms and with #3 gave 791 ohms; reference #2 with #3 gave 680 ohms. The patient was programmed with the following parameters: group a program 1 was set to -,-, +, + with an amplitude of 3.9v, a pulse width of 10000 microseconds, a rate of 40 hertz, with group impedance of <(><<)>63 ohms and >35ma. The caller programmed 1+ 2- 3+ at 2.9v, 1000us, 40hz, with a group impedance of 372ohm at 5.870. The caller also programmed 0+ 1- 2+ at 2.3v, 1000us, 40hz, with group impedance of 585ohms at 3.861. All electrodes active at 3.2v group impedance. The caller reran electrode impedance and found that with ref 0 electrode 2 was <(><<)>50ohms. The burning at the battery started 6 months ago and charging issues had started since the patient's last meeting with the manufacturer representative in 2015. The low impedances were found during the call on (B)(6) 2016. It was reported that the representative provided technical services with the recharging statistics; however the statistics were not available at the time of t his report. A supplemental will be sent when additional information is provided.

Event description:
The recharging statistics showed the last 5 recharge sessions. On (B)(6) 2016, the session was 48 minutes with an average of 7 coupling bars. On (B)(6) 2016, the session was 0 minutes with 0 coupling. On (B)(6) 2016, it was 85 minutes with 5 coupling bars. On (B)(6) 2016, it was for 0 minutes with 0 coupling bars. On (B)(6) 2016, it was for 20 minutes with 8 coupling bars. On (B)(6) 2016, it was for 3 minutes with 8 coupling bars.

Event description:
Additional information was received from manufacturer representative. Manufacturer representative reported they re-educated the patient about proper charging techniques and reprogrammed off low impedance electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.